Event description:
It was reported that the patient presented for a scheduled procedure. During the initial lead implant, the patient fainted after its intraoperative blood pressure dropped. The lead was not implanted. The patient condition was stable.

Manufacturer narrative:
The reported event was syncope during procedure. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing was normal. No problem was found.